Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision total hip replacement; dr (B)(6), (B)(6) hospital (B)(6) 2018. Primary surgery date unknown approximately 2005 patient states primary surgery performed by dr (B)(6). Femoral implant not depuy synthes implant. Revision of acetabular liner to constrained acetabular liner and head change. Acetabular liner revised to constrained liner for chronic dislocation. Male patient initials (B)(6). Unknown jrn: 1 x 58 mm sector pinnacle acetabular cup = still implanted. Unknown jrn: 1 x 36 mm plus 4, 10 degree pinnacle acetabular liner - discarded.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.